Event description:
It was reported that the pt had an infection. Reportedly, the pump "is going to be explanted." Info regarding "pump off state" was reviewed. The drug contained in the pump at the time of the event was not reported. Lack of pt identifiers prevents further follow-up for additional info.

Manufacturer narrative:
(B)(4).